Event description:
A report was received that the patient underwent an explant procedure. The patient's pain patterns has changed and her stimulation was irritating her pain more. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4) description: scs 50cm iii lead model # sc-2138-70 serial # (B)(4) description: scs 70cm iii lead the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.